Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs on a cobas e 801 module (serial number (B)(4)). The troponin t hs results did not agree with the clinical examination and history of the patient and the customer suspects an interference-based discrepant high elecys troponin t hs result. The sample initially resulted in a value of 249 ng/l and repeated as 246 ng/l. The patient sample also generated questionable elecsys myoglobin results, which were not taken into consideration since the elecsys troponin t values were already considered implausible. This medwatch will apply to the elecsys troponin t assay. Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the elecsys myoglobin assay. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The patient sample was received for investigation. The investigation is ongoing.

Manufacturer narrative:
Upon further investigation of the patient sample by means of size exclusion chromatography (sec), an interfering factor that might result in false positive elecsys tnt hs values was not detected. Based on the results of a serum fractionation the measured troponin t value in the complaint sample is considered to be a true positive value. The origin of tnt in the sample needs to be answered from a clinical point of view. The presence of an interfering factor cannot be shown. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Upon initial investigation of the patient sample, the customer's results could be reproduced. The patient sample resulted in a troponin t hs value of 275 pg/ml, a myoglobin value of 57 ng/ml, and a ck-mb value of 7.38 ng/ml. The investigation is ongoing.